Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant the patient's left ventricular (lv) lead showed rising thresholds which is now measuring high. It was also reported that the lv lead impedance decreased and has been varying. The lead remains in use. No patient complications have been reported as a result of this event.